Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal label was missing. The customer stated problem was not duplicated. The customer's reported problem regarding fail accuracy -7.30% delivery accuracy was able to be duplicated. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. Pump's expulsor was slightly out of mechanical specifications and it was trimmed in order to bring the delivery into more nominal range. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that a smiths medical pump failed accuracy -7.30% (while testing/date unknown).